Manufacturer narrative:
Catalog# 800804. Lot# 0624104-43. Method: visual, dimensional and functional analysis could not be performed as the device is not available for evaluation. Results: no result available since device was not returned. Conclusion: because the instrument was never received by the complaints department the exact failure mode cannot be confirmed.

Event description:
It was reported that surgeon was trying to insert acculif implant but inserter would not attach correctly. Had to bail on acculif and go to navigator.

Event description:
It was reported that surgeon was trying to insert acculif implant but inserter would not attach correctly. Had to bail on acculif and go to navigator.